Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-02347 / 02348). Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to alleged metal poisoning, infection, and deterioration of surrounding bone and tissue. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records found these units were released to distribution with no deviations or abnormalities for all parts listed on this complaint. Product was not returned so no product evaluation could be conducted. This device is used for treatment. The following components were reviewed for compatibility with no issues noted: cup ((B)(4)), head ((B)(4)), taper ((B)(4)), and stem ((B)(4)). Complaint history for metal on metal complaints is reviewed. No medical records received. The centers for disease control and prevention/national healthcare safety network guidance on infection criteria indicates that a deep incisional surgical site infection is described as an infection that appears to be related to the operative procedure and occurs within one year of the device being implanted. It is unlikely that the reported devices caused or contributed to the reported infection as these had an in-vivo time of approximately 8 years. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: m2a magnum taper adapter catalog#: 139259 lot#: 908310, m2a magnum femoral head catalog#: 157442 lot#: 275210, bi-metric femoral stem catalog#: x180309 lot#: 678520.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eight years post-implantation due to alleged metal poisoning, infection, and deterioration of surrounding bone and tissue. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicate the patient was revised due to pain and metallosis. Revision operative report notes excision of a fluid filled pseudotumor, evidence of metallosis, and removal of an aggressive and thickened pseudo capsular formation existing around the entire hip. During the procedure, the acetabular cup and femoral head were removed and replaced and a polyethylene liner was implanted. No additional patient consequences have been reported.